Event description:
The customer reported that the system displayed an a/d channel 8 failure. This means the analog-to-digital channel failed during system start-up. This error will likely prevent the system from booting up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board. The system operates as intended.